Event description:
Three week post-operative x-ray for an anterior cervical diskectomy with fusion (acdf) revealed that the 4.0mm ti cervical self-retaining screw, self-tapping, fixed angle (part # 04.613.814) was backing out of the ti vectra plate (part # 04.613.014). Surgeon removed the screw that was backing out and left the remaining three screws and plate in the patient.

Manufacturer narrative:
No investigation could be performed. No conclusion could be drawn, as no device was returned. Synthes is unable to determine the manufacture date without a lot number.